Event description:
Patient 4, it was reported that the spacer has moved. This is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.upon further review, it was noted that this complaint #(B)(4), MFR report #2520274-2013-01210 is a duplicate filing for complaint #(B)(4), MFR report #2520274-2013-01211. Synthes USA is retracting MFR report #2520274-2013-01210. MFR report #2520274-2013-01211 will remain on file.